Manufacturer narrative:
Lot review: lot# 3311108 showed (B)(6) units were manufactured, tested, inspected and released in (B)(6) 2016 citing no exception documents.

Event description:
Complaint received reporting leakage issues with use of one d1000 tego connector; lot# 3311108 . The report states, patient returned after dialysis to show the nurse his cvc was leaking, it appeared to be approximately 5-10ml of blood may have leaked onto the patient's dressing/shirt. There were adverse patient consequences reported.